Manufacturer narrative:
H6; code 100: inverted staple. Visual inspections & results. Head rotates abc)yes, nose shroud cracked/broken abc)no, staples in nose a)no b)2 c)3, staples in track ac)no b)yes, trigger engaged with precock abc)yes. Functional tests & results cycled instrument ac)no b)yes. Analysis conclusion: a)no conclusion could be reached as to why the reported incident. During surgery. The inst. Was received empty and no functional testing could be peformed. B)it was concluded the reported incident during surgery may have been due to a dry fire where the staple was not securely attached to the tissue, causing the staple to retract, and jam in the nose. The inst. Was received with 2 formed staples in the cartridge nose, along with excessive dried body fluids and tissue. The staples were removed from the nose and the inst. Fired, and properly formed the remaining 3 staples without incident. C)it was concluded the reported incident during surgery may have been due to an inverted staple in the cartridge. The inst. Was received with 2 twisted staples in the nose, followed by an inverted staple, and was empty thereafter. No functional testing could be performed due to the inst. Being empty. It wac concluded the inverted staple caused the staples to twist and was due to an assambly error. A)each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuoulsy improve the products. B)the instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instument. C)the assembly managment had been notified of this incident and product inquiry will monitor for add'l occurrences.

Event description:
During a laparoscopic hernia repair, the surgeon fired the ems and jammed. A second instrument was pulled and it also jammed. A third instrument was pulled to complete the case. No consequence to the pt.